Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MFR: 2134265-2017-01127, 2134265-2017-01276. It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed. The laa anatomy was described as "broccoli". Prior to successfully crossing a difficult septum a transesophageal echocardiogram (tee) was utilized to assess pericardial space. They identified stable effusion measuring 8 mm. The patient remained stable hemodynamically, so the decision was made to proceed with case. A 33 mm watchman laa closure device & delivery system was inserted into the watchman access system. The w.a.s. Was deep seated in the laa. However, after two unsuccessful attempt to deploy the closure device a full recapture was performed. They decided to abort the procedure, which was unrelated to the effusion. Upon reassessment of the effusion there was more accumulation of fluid and a pericardiocentesis was performed safely and 600 mls was removed. Patient remained stable and transport to intensive care unit (ICU) for observation.